Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one stapler. Initial visual inspection of the instrument noted no abnormalities. Functionally, the instrument was loaded with an single use loading unit. During testing of the instrument a skip was noted in the firing stroke after closure of the loading unit jaws. An access hole was cut into the instrument body for visualization of the firing rack. This examination noted sheared teeth on the anterior firing rack. Product analysis suggests the product was used in a surgical procedure. The reported condition was confirmed. Replication of the sheared teeth on the firing rack may occur when the firing done over tissue that is beyond the recommended thickness range or firing with an obstacle incorporated in the jaws. In addition, staples may not form properly and tissue may not be fully transected. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. A review of the device history record indicates this device lot number was released meeting all manufacturing quality release specifications . Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, the instrument was blocked and did not fire. Device has not been received. A supplemental report will be sent if device is received.